Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient reported that a "kind of a marble" appeared close to an old stoma site. On (B)(6) 2017, the "kind of a marble" exploded with pus and blood and the patient was treated with 875 mg of oral augmentin tid from (B)(6) 2017. A neurologist had stated that the patient had a granuloma and that the patient's old stoma site had been closed for months and the duodopa tubing did not touch the old stoma site. The nurse believed the granuloma was some kind of encrusted hair. On (B)(6) 2017, the granuloma with purulent bloody exudate resolved.